Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system, implanted with a non boston scientific right atrial (ra) lead, stored pacemaker mediated tachycardia (pmt) episodes. In one instance after the pmt termination algorithm intervened, ventricular activity appeared just before the ra signals with ra signals appearing within the noise window. The ra rate did not appear to change post-pmt. Additionally, farfield oversensing and noise were observed on the ra lead. Ra impedance trends showed erratic measurements since april consistent with lead-device spring contact behavior, with a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms in november. This pacemaker system remains in service. No adverse patient effects were reported. It was noted that the patient had a history of congenital heart block, and the patient was not pacer dependent.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system, implanted with a non boston scientific right atrial (ra) lead, stored pacemaker mediated tachycardia (pmt) episodes. In one instance after the pmt termination algorithm intervened, ventricular activity appeared just before the ra signals with ra signals appearing within the noise window. The ra rate did not appear to change post-pmt. Additionally, farfield oversensing and noise were observed on the ra lead. Ra impedance trends showed erratic measurements since april consistent with lead-device spring contact behavior, with a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms in november. This pacemaker system remains in service. No adverse patient effects were reported. It was noted that the patient had a history of congenital heart block, and the patient was not pacer dependent.